Event description:
It was reported that during a prostate procedure, @ 15,602 joules, the laser beam vaporized out of a different area on the fiber cap than it should. The fiber was exchanged. The second fiber was noted to have significantly diminished vaporization efficiency at 39,012 joules. The procedure was completed with use of a third fiber @ 10,361 joules used. "No injury to patient" reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation:failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis results, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.